Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient came in complaining that his inflatable penile prosthesis (ipp) was not working properly and wanted it replaced. Everything was removed and replaced. Patient also complaining of incontinence, so physician implanted a sling . The sling was very difficult to place. No patient complications related to device.